Event description:
It was reported by the rep the device was used in a low anterior resection. It was reported the doctor placed the stapler across the rectal stump and fired. It appeared to create a good line, but as he tested it with water just before connecting the proximal and distal portions of the anastomosis with the ecs, it was leaking and he found that the staples were not holding. 05/06/1999 the rep reported the pt is doing fine. There was no consequence to the pt.